Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the keyboard and adjusted the voltage on the left monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor and the keyboard would not function properly on the 9900 system. No patient injury was reported.